Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation, as part was discarded by the facility. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a multi trauma patient was presented with open fractured right femur and open fracture bilateral tibia. Femur was washed and debride multiple times then fixed with expert retrograde/antegrade femoral nail (rafn) on (B)(6) 2017. On an unknown postoperative date, it was identified that patient had nonunion and sustained infection. Patient underwent an open reduction internal fixation (orif) of distal femur revision surgery on (B)(6) 2018. Sustained infection was treated with further debridement and appropriate antibiotic. Patient was implanted with rafn nail and spiral blade. Procedure was completed with no surgical delay or any other medical intervention required. This is report 3 of 5 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: expiration date, date of manufacture, DHR review was completed. Part number: 04.005.540s; synthes lot number: l392508; release to warehouse date: 28.apr.2017; expiry date: 01.apr.2027; supplier: (B)(4); manufacturing site: selzach. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile: part number: 04.005.540; synthes lot number: l364585; release to warehouse date: 30.mar.2017; manufacturing site: mezzovico. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Corrected data: lot number reported in (B)(4) is the non-sterile device lot number. Lot number for the sterile device is l392508; physical manufacture location; device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.